Manufacturer narrative:
The manufacturing records were reviewed and no relevant nonconformities were found. The device was not removed.

Event description:
It was reported that the patient experienced a fall, resulting in a hemorrhage. Multiple attempts were made to obtain a medical assessment regarding the nature of the issues, but no further information was available. The patient was hospitalized and remains under medical supervision. There have been no reports of further complications regarding this event.